Event description:
On (B)(6) 2010, patient reported, the up button on the infusion device was not responding earlier today while attempting to program a multiwave bolus of 8.0 units of insulin. Patient stated, she was only able to program 6.0 units of insulin and then the infusion device stopped responding to pressing of the infusion device up button. Patient reported, the button pops back up as normal. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the affected product for evaluation.